Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ nor is there an allegation of product malfunction. No x-ray films were provided to confirm the alleged event. Warnings "...correct selection of the appropriate implant size and correct placement of the device are essential to ensure optimal performance and function of the device..." Precautions "...before selection of the implant, it is also important to note: the presence of anatomical abnormalities and/or deformities may reduce the possibility of the surgeon to ensure proper placement of the implant. In some instances, there may be interferences that prevent implantation. In these instances, it may be necessary to perform a fusion procedure. The target disc level should be confirmed radiographically to ensure proper placement of the implant and during the whole procedure (e.g., for sizing and safe placement of the implant)..." Potential adverse effects on health "...there is also the risk that this surgical procedure will not be effective, and may not relieve or may cause worsening of preoperative symptoms..."

Event description:
Received a voluntary report that stated, on (B)(6) 2014, patient underwent a cervical procedure. Post-operative patient suffered a car accident. As per reporter neurosurgeon believes pcm implanted may be too large based on MRI. At this time patient will not undergo a revision procedure.